Event description:
Surgeon dilated with the gold awl and then inserted the anchor. The anchor broke on insertion. Another anchor was used to complete the repair. Additional information confirmed that the broken anchor was removed and that the surgeon used a titanium anchor and this was placed elsewhere, not in the same insertion site.

Manufacturer narrative:
(B)(4).